Manufacturer narrative:
(B)(4). On (B)(4) 2014: this issue was previously reported under MDR number 3002809144-2014-00177. The incorrect manufacturing location was documented in that report. This report was generated to document (B)(4) as the manufacture location. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of labeling. Return material was tested and generated (B)(6) results using the prism (B)(4), architect (B)(4) assay, architect (B)(4) qualitative ii assay and axsym (B)(4) assay. This testing repeated the customers results. A sensitivity testing protocol was executed using lot 37107li00 (lot 32769li00 could not be tested as it had already expired); testing met the acceptance criteria and determined the reagent is performing acceptably. Seroconversion panels were tested and compared to the prism (B)(4) results, based on these data it was shown that the sensitivity performance of the lot is not adversely affected. No issues were identified from the batch record review which would indicate a product deficiency. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism (B)(4) reagent list number 03a47, was not identified.

Event description:
The customer observed (B)(6) results while using the prism (B)(4) assay. The customer provided the following data for the (B)(6) male donor: (B)(6). This donor generated (B)(6) results using the nat and biorad elisa methods. It was documented that the donor was vaccinated for (B)(6) at the age of (B)(6). There was no impact to patient management reported.